Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and fecal incontinence. It was reported that after a medical procedure, the patient tried to connect to the ins and saw a por (power-on-reset) message. The medical procedure was on (B)(6) 2018, and the por was seen on (B)(6) 2018. There were no patient complications reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the service rep reset their implant in the doctor¿s office and the por has been resolved. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and fecal incontinence. It was reported that after a medical procedure, the patient tried to connect to the ins and saw a por (power-on-reset) message. The medical procedure was on (B)(6) 2018, and the por was seen on (B)(6) 2018. It was recommended that they follow up with their healthcare provider. There were no patient complications reported as a result of this event.